Manufacturer narrative:
After clinical/secondary review of this file performed on 4/30/2021, it was decided to remove recognized procedural complication and add code serious injury, to more accurately capture the reported event manufacturer¿s reference number: (B)(4). It was decided to remove recognized procedural complication and add code serious injury

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a unspecified saline mentor breast implant and suffered from bilateral capsular contracture, wound infection. ¿she has been getting infection for years and years. They are very hard and dense and very lumpy. They are deformed. She has had so many cuts to get the infection out. It is black around the nipple area. They hurt.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.